Manufacturer narrative:
The actual date of event is unknown. Root cause: the root cause for the reported issue that device had inaccurate delivery was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the customer has experienced issues with secondary antibiotics not infusing completely, leaving residual volume in the bag, or resulting in the remaining volume infusing at a slower rate once the primary infusion resumes. There was patient involvement but no harm.